Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump unit has too many bubbles when the unit is active. The issue occurred during the colonoscopy diagnostic procedure. The procedure was completed using same set of equipment. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2,h6,h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump unit has too many bubbles when the unit is active. The issue occurred during the colonoscopy diagnostic procedure. The procedure was completed using same set of equipment. There was no report of patient harm.